Event description:
A malfunction alarm was reported due to a momentary power loss to the vibrator motor, identified by malf 12. There was no reported impact on the customer's blood glucose level. Customer support provided instructions for resetting the pump, resolved the issue, and advised the customer to continue using the pump. The customer was instructed to report if any malfunction reoccurs.